Event description:
Information was received from a consumer regarding a patient who was receiving 100% sufentanil at a dose of 33 something mcg/day and bupivacaine at an unknown concentration at a dose of 12 something mg/day via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the pump was alarming or beeping. The patient was having a hard time finding a healthcare provider (hcp) since the other clinic closed. The pump had been alarming since (B)(6) 2016. The patient went to the hospital emergency room (ER) a few times since because of withdrawals and the patient was still alarming. The patient wasn¿t feeling good. The alarm was consistent with pump alarms and the patient¿s pump was empty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that they were looking to find a referral for a doctor to manage the patient's pump as the patient has a hard time getting any where. They are hoping that the doctor would at least fill the pump with saline as the pump is still alarming and didn't know what the indication of the alarm is. The issue had not been resolved as of yet and the patient doesn't have anyone following her pump. Saline was placed in the pump and had been alarming for some time. There was no further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.